Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 410 mg/dl at the time of incident. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode feature at time of high blood glucose event. The customer was assisted in activating auto mode and correcting her blood glucose. The insulin pump will not be returned for analysis.